Event description:
It was reported that post procedure there was bleeding within the pocket of the implantable cardioverter defibrillator (ICD). The patient was hospitalized, a pocket revision was performed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead, implanted: (B)(6) 2007. (B)(4).